Event description:
During an essure procedure, the physician perforated the pt's uterus with a hysteroscope; pt's bowels were visible. Physician was asked to discontinue procedure by company representative in attendance when fluid deficit of physiologic saline used for distension was greater than recommended by product instructions for use. Physician continued, placing right side micro-insert. Physician was again asked to discontinue procedure as fluid deficit of distension medium reached 3100cc. Physician discontinued essure procedure and performed a laparoscopic tubal ligation on the left side, drained fluid from pt's abdomen (3100cc removed), and cauterized uterine perforation. Upon completion, fluid deficit was zero. Physician remarked that she did not observe damage to pt's bowel.

Manufacturer narrative:
Section vi of the IFU states: in order to reduce the risk of hypervolemia, the procedure should be immediately aborted if the fluid deficit of the physiologic saline distension medium exceeds 1500cc.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.